Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate continuous glucose monitor system reading issue. This complaint is being reported because the issue may result in the user reacting to incorrect data, which could lead to a blood glucose excursion.